Manufacturer narrative:
An event of pericardial effusion in the laa was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the patient's act was 380 and heparin was administered during the procedure. The field also indicated that the physician believed that the trans-septal puncture could have been the cause of the reported event. There was no allegation against the abbott device. Based on the information received, the root cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient with an amplatzer amulet delivery sheath. It was reported during the procedure, the device was never completely retracted into the delivery system and there was no difficulty with implanting the device. During the procedure, the patient was administered heparin and the patient's activated clotting time (act) level was 380. Some time after, it was reported the patient's blood pressure had fallen and a transesophageal echocardiography (tee) procedure confirmed pericardial effusion located left near the left atrial appendage (laa). It was then reported the patient underwent pericardiocentesis and had 400 ml of blood drained. It was reported the pericardial effusion did not lead to cardiac tamponade. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable. It was reported the surgical intervention was not considered an emergency to prevent permanent impairment or death. The cause of the pericardial effusion was not confirmed but reported it could be attributed to the transseptal puncture during implant procedure. There was no clinically significant delay with the procedure but it was reported there was initial/prolonged hospitalization due to the event.